Manufacturer narrative:
Other text: device evaluation: tamper seals are both intact. Top and bottom cases are in good condition. Primary audible alarm bgnd found in ehl. Power up/self test and performed infusion/occlusion test. Unable to duplicate problem. No problem found. Performed pm. Device passed all the functional test. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was alarming primary audible. No patient injury reported.